Event description:
This incident was received from the healthcare professional as well as via medwatch report mw5154068. Based on the information provided, the patient experienced redness and pain upon inserting lenses, leading her to seek medical assistance. The healthcare professional observed swelling on the eyelids and identified limbal staining outside the central 6mm. The patient was diagnosed with a severe case of superficial punctate keratitis, conjunctival hyperemia, and eyelid edema (ou). The patient was prescribed prednisolone acetate 1% to be administered four times daily, along with refresh optive (artificial tears) for use as needed. As of date of this report the condition remains unresolved and treatment ongoing. This event is being reported in an abundance of caution due to severe nature of the event with treating healthcare professional indication that medical interventions and medications prescribed were required to prevent or preclude permanent injury or function, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate. The treating healthcare professional also alleges the involved product to be potentially counterfeit, purchased by the user through online retail location 1-800-contacts. Manufacturers investigation found no indication of counterfeit product. The product, according to photographs provided and returned device analysis, is genuine coopervision product. Refer to field (b6) for additional information. This incident involves both the right and left eyes. With the patient wearing different device model in each eye, please refer to linked manufacturer report (B)(6) 2640128-2024-00012 for second associated incident report.

Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. This incident involves both the right and left eyes. With the patient wearing different device model in each eye, please refer to linked manufacturer report (B)(6) 2640128-2024-00012 for second associated incident report.